Manufacturer narrative:
This report is being filed to provide additional information in h.3, h.6 and h.10. Investigation: one set of blood bags with the filter from the collection set was returned for evaluation. The leukoreduction filter was tested for flow rate and air leaks. A slow flow rate of 5ml/min was noted, and it was confirmed there were no air leaks. The filter was disassembled and confirmed that abnormalities such as detached and misaligned membranes were not observed in the filter. The number of filter membranes used for the filters conformed to the specifications. It was also observe the appearance of filter membranes. Residual blood, which had not been rinsed, was locally observed in all the filter membranes. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. Shipping testing was performed on the reserve samples from the reported lot number. The reserve samples were also visually examined, and the solution volume and solution composition were tested with no abnormalities noted. All product conformed to the established specification. Concerning the reported lot number, it was confirmed that no other complaints were received from other customers as of (B)(6) 2020. Root cause: from the above-mentioned investigation results, we did not observe any abnormalities in the manufacturing record or the testing and inspection record of the reported production number. With regard to the returned samples, normal saline flowed through the filters slowly and some of the filter membranes from the inflow side were entirely dyed dark with toluidine blue; therefore, occlusion may have occurred in the filters. Residual blood was locally observed in all filter membranes and we inferred that occlusion had locally occurred. Hence, blood may have been filtered by the filter area which was smaller than usual and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred. In this case, the extension of filtration time is likely to occur concurrently. From the previously reported similar incidents, it was inferred the clogged components were aggregated platelets. We consider that platelets, which activated and aggregated for some reason, were trapped by the filter.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).